Manufacturer narrative:
Device evaluation: results of investigation: the carefusion field service representative evaluated the unit and determined the main printed circuit board and turbine interface board were the cause of the reported event. The boards were routed to the failure analysis lab where the reported issue was reproduced and isolated to a slow solenoid on the main printed circuit board.

Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and was unable to reproduce the reported failure. As a precaution he is going to replace the main printed circuit board. In the event the component is received for further evaluation or if additional information is received a follow-up report will be submitted at that time.

Event description:
The customer stated that this unit is alarming "vent inop" and the error log has a motor fault. There was no patient involvement at the time of the incident.